Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. No additional information was provided. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system malfunctioned with 2d and 3d image acquisition. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.